Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 578 mg/dl and a high level of ketones. Reportedly, the customer consumed carbohydrates and missed a meal bolus. Additionally, the customer's continuous glucose monitor was not available due to a non-tandem sensor issue and customer was unaware of bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.